Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the facts obtained from the investigators, root cause 1 machine - design: insufficient fixture and tooling design used in the charge coupled device assembly process leading to observed assembly variation between operators. Root cause 2 materials - incomplete specifications: charge coupled device heat sink specification and thermal coefficient ratings of adhesive glues are insufficient for heat cycle levels observed. Root cause 3 man ¿ application error: -the handling of the camera controller unit plug at the customer may have contributed to the failure. Root cause 4 method ¿ incomplete specifications the charge coupled device assembly work instruction lacked clarity and guidance which led to observed operator inconsistency during assembly. Further actions and investigations will be performed according CAPA action plan. 2. Image fault caused by r-unit (¿the image was abnormal¿) this issue is presumably caused by wear and tear. 3. Damaged plan glass on outer tube this issue is most likely caused by improper handling by the user. 4. Cuts in the grey protective hose of the cable this issue is presumably caused by improper handling by the user. The events can be detected and prevented in accordance with the following sections of the instructions for use: the IFU has no specific indication that the ccu plug is a sensitive electronic component and must be handled with particular care. Olympus will continue to monitor the field performance for this device.

Event description:
The customer reported to olympus that the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable had poor contact and an occasional flashing screen. The issue was found during reprocessing. There were no reports of patient harm. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the cable unit was faulty. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the cable unit was faulty causing a purple image. The following non-reportable malfunctions were found during the device evaluation: the charged coupled device¿s cover glass had cracks, the outer tube was faulty causing an abnormal image and the cable unit was scratched. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.